Event description:
Related manufacturer reference number: 1627487-2022-00908. It was reported one lead exhibited high impedances during an ipg replacement (manufacturer report number 1627487-2022-00909) on (B)(6) 2022. Surgical intervention took place wherein one lead was explanted and replaced to address the issue. Note: it is unknown which is liable, as such both leads are being reported.

Event description:
Related manufacturer reference number: 1627487-2022-00908. It was reported one lead exhibited high impedances during an ipg replacement (manufacturer report number 1627487-2022-00909) on (B)(6) 2022. Surgical intervention took place wherein one lead was explanted and replaced to address the issue. Note: it is unknown which is liable, as such both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.